Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 91 mg/dl at the time of the call. The customer was informed that their pump needed to replaced by the country they received the pump from. The customer's pump was out of warranty. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.